Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture was easily broken. Therefore, it was not used in the surgical field. It was broken immediately when the suture was pulled a little bit. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? When opening the package and before use. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that a needle and suture piece outside its packaging that pertains to product code: vcp304h was received. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This caused the suture to be broken. As per the condition of the returned sample, the functional test could not be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.